Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor glucose and blood glucose readings have large variances. The sensor glucose glucose is 186 and the blood glucose is 99 mg/dl. During the troubleshooting, the customer was informed on how the sensor glucose and blood glucose readings work. Confirmed insertion technique. The sensor has been worn for 2 1/2 days. Explained to customer that the sensor can be used for three days. Nothing further reported.